Event description:
New information states that low high, voltage lead impedance, was also noted on the atrial lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the emergency room for pocket stimulation. Upon review, auto mode switch episodes were observed due to noise on the atrial lead. Programming changes were made at the time while the patient was monitored by the physician. Three weeks after the event, the patient developed new onset atrial fibrillation. The lead was capped and replaced on (B)(6) 2018. Patient is in stable condition.